Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) stated the patient came in for an MRI yesterday. Following the scan, they noticed that the pump and catheter were no longer connected. The hcp requested assistance to ensure the pump was functioning properly. Technical services documented the information provided and transferred the caller to the national answering service for further support.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.